Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx test kit performed within specifications. A review of the provided data indicated that the plasma sample consistently generated reactive results for hbv, while other sample types, including blood bag tubes and serology tubes, generated non-reactive results. The root cause of the discrepant results was attributed to either an early window period infection, late infection, or potential sample contamination. No product issue was identified. The blood bag associated with the sample was discarded, and its components were not used. From a clinical perspective, supplemental confirmatory testing, such as viral load testing or sequencing, was recommended to further investigate the case.

Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 6800 instrument. The donor's edta plasma sample (sample ID: (B)(6)) was initially tested on (B)(6) 2025 with batch 658 and generated a reactive result for hbv. A repeat test of the same sample from the same tube on (B)(6) 2025 with batch 660 also generated a reactive result for hbv. Serology testing for hepatitis b surface antigen (hbsag) was negative. Further testing included a core search using the serology tube, which provided a negative result, and a core search using the nucleic acid testing (nat) tube, which also provided a negative result. To investigate the possibility of occult hepatitis, the laboratory performed 10 repetitions (instead of the legally required 3) on blood bag tubes, all of which were non-reactive. The plasma tube that was reactive twice was tested using the trinat assay with grifols, which generated a reactive result. The 10 blood bag tubes tested with both the mpx assay and the trinat assay with grifols were non-reactive, confirming the mpx results. Additionally, the serology tube was tested on the cobas 6800 instrument with the mpx assay and generated a non-reactive result. The blood bag was discarded, and its components were not used.